Event description:
Received user facility report which reported a pt was admitted to the hosp after complaining of abdominal pain during treatment. Cells were noted in the serum. Hemolysis was confirmed after pt was admitted to the hosp. 4th use reuse line, kink was noted after treatment. Sample is available.